Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event and patient outcome were not reported. The patient was hospitalized for the event and was under inpatient-treatment for peritonitis. Pd therapy was ongoing. The reporter decline declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.